Event description:
It was reported that the customer had several issues with product, at least three had been documented. Balloon was not deflating, they had to inflate balloon prior to insert into patient to confirm it would deflate. Per follow up via phone on (B)(6) 2023,one instance of patient impact was very minimal. The catheter was inserted, urine return seen in tubing, balloon inflated and the catheter then came out on its own also hole was noted to be in balloon. The new catheter inserted after testing balloon for all other instances, the balloon was tested prior to catheter insertion because staff was aware of this issue. After that, instances of balloons not deflating occurred which would have had a larger the impact had the balloon not been tested first. This is the only lot # that they were aware of. There have been other instances that were not formally reported and the lot was not noted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "imperfection in balloon due to process". A DHR review is not required as the lot number is unknown. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had several issues with product, at least three had been documented. Balloon was not deflating, they had to inflate balloon prior to insert into patient to confirm it would deflate. Per follow up via phone on 26dec2023,one instance of patient impact was very minimal. The catheter was inserted, urine return seen in tubing, balloon inflated and the catheter then came out on its own also hole was noted to be in balloon. The new catheter inserted after testing balloon for all other instances, the balloon was tested prior to catheter insertion because staff was aware of this issue. After that, instances of balloons not deflating occurred which would have had a larger the impact had the balloon not been tested first. This is the only lot that they were aware of. There have been other instances that were not formally reported and the lot was not noted.

Event description:
It was reported that the customer had several issues with product, at least three had been documented. Balloon was not deflating, they had to inflate balloon prior to insert into patient to confirm it would deflate. Per follow up via phone on (B)(6) 2023,one instance of patient impact was very minimal. The catheter was inserted, urine return seen in tubing, balloon inflated and the catheter then came out on its own also hole was noted to be in balloon. The new catheter inserted after testing balloon for all other instances, the balloon was tested prior to catheter insertion because staff was aware of this issue. After that, instances of balloons not deflating occurred which would have had a larger the impact had the balloon not been tested first. This is the only lot that they were aware of. There have been other instances that were not formally reported and the lot was not noted.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "imperfection in balloon due to process". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter insertion. Perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record. Proper techniques for urinary catheter maintenance. Secure the foley catheter, use the statlock® foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. Routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate. Leave foley catheter in place only as long as needed. " h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned